Event description:
The consumer reported they were unable to charge normally and they had not charged the implantable neurostimulator (ins) in several months. An antenna locate (al) was performed several times to confirm proper location. A physician mode recharge (pmr) was performed after which a power on reset (por) message was displayed. The patient was able to charge normally with full coupling. The patient was instructed to charge the ins to full and continue to recharge to full for the next 6-7 recharge cycles. The por would be cleared once the ins was charged. It was determined that the error was 0x2618. The por was cleared and the patient was able to charge normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.